Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff surgery, the multifix anchor entered the track, but the holding force was insufficient. When pressing down, the anchor broke. The broken pieces did not fell off into the patient. The surgery was completed with a smith and nephew back-up device in the original bone hole. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. An image evaluation was performed and found the multifix s-ultra device on a surgical blanket, where the anchor is completely broken. A visual evaluation showed the device was not returned in original packaging. The suture loader was not returned. The distal body anchor, the sleeve, and the proximal screw were returned off of the device with some deformities from being handled with a sharp instrument, such as a grasper, but have no fractures. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the black end cap will not rotate the tip. The white knob is locked. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force. (2) over tensioning the sutures. (3) there may have been misalignment of the device when inserting). Based on this investigation, the need for corrective action is not indicated.